Event description:
A complaint of high readings was received on a customer's precision xtra glucose monitor. The customer was admitted to the hospital after treating herself with insulin based on the readings obtained on her meter. The customer experienced hyperglycemia and was treated with an IV of insulin. An abbott representative visited the customer and did a control solution check on the meter and found no fault. The abbott rep felt that the customer may not have calibrated her meter to the test strips or mixed up her test strips. The customer is adamant that this was not the case. The customer has now been released from hospital.

Manufacturer narrative:
The customer's meter and one remaining test strip will be returned for investigation.